Event description:
It was reported that this brady lead was attempted implant due to insulation issue. When the physician was suturing the lead down he tied the suture tight which resulted in tearing through the suture sleeve and the lead was damaged. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this brady lead was attempted implant due to insulation issue. When the physician was suturing the lead down he tied the suture tight which resulted in tearing through the suture sleeve and the lead was damaged. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. There were cuts in the insulation. Also noted damage in outer and inner insulation, deformed outer coil and suture sleeve was torn from the terminal pin end. Electrical continuity testing passed - indicating conductors are intact.